Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant a thrombosis of left subclavian vein occurred. The patient was medicated and the device remains implanted. The patient's condition was good after the event.